Manufacturer narrative:
The product was discarded; therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant bwi products: c3 ez steer cs with auto ID (us catalog # bd710df282ct; lot # unknown). Webster 4 pole with auto ID (us catalog # f6qa005ct; lot # unknown). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered atrioventricular (av) heart block requiring a pacemaker implantation. During the procedure, the patient started in sinus rhythm at 60bpm. The electrophysiology study eps atrial fibrillation (afib) was induced and when searching for atrioventricular reentrant tachycardia (avrt) at the anterior septal side under ventricular pacing, it gave a nice point for ablation. After marking the his, earliest point (2cm away from his) from the avrt was ablated. 10 seconds after ablation, complete av block occurred and after around 30 seconds, a self-rhythm was detected. Pacemaker implantation was required. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
On 1/14/2019, additional information about the event and patient were received. The adverse event was discovered post use of the bwi product. The patient was a male who¿s pre-procedure diagnosis was supraventricular tachycardia (svt). Surgical intervention was required to implant a temporary pacemaker. Extended hospitalization was required for observation purposes. Adverse event outcome was assessed as worsened as the patient needed a temporal pacemaker. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related. Additionally, the event date was reported to be (B)(6) 2018. As such, date of event has been updated from (B)(6) 2018 to (B)(6) 2018. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 1/9/2019, it was noticed that the lot # for the involved product was available within our records. The lot # is 30121596l. Additionally, we were able to perform a device history record (DHR) review. The device history record (DHR) for the lot number 30121596l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. The following fields have been updated as follows: lot # 30121596l. Expiration date: 2019/10/02 . Device manufacture date: 2018/10/03. Manufacturer¿s ref # (B)(4).